Manufacturer narrative:
(B)(4). Corrected information other relevant history. Additional information: on an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as onset of the event, the patient began treatment with vancomycin and fortum (doses, frequencies, duration and route not reported) for the event of peritonitis. At the time of this report the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.